Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction. Complainant indicated that subsequent testing was not able to duplicate the malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when the investigation is completed.